Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely error codes e105 and e107 occurred due to a defective light emitting diode (led) unit. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found e107 lamp intensity error which is due to a defective light emitting diode (led). In addition, the image had a pink tone. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the viscera elite ii video system center received an e105 lamp error. The issue was found during a therapeutic procedure. The name of the procedure was unknown. It was unknown how the procedure was completed. The procedure was not delayed and there was no harm to the patient.